Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open orthopedic procedure, when closing the skin, the thread broke. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle was returned detached from the suture. Upon microscopic inspection of the needle, normal swage and crimp marks were noted. There was a suture fragment inside the barrel of the needle. Unfortunately, as no sealed samples were returned, tensile strength and needle attachment tests could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.